Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced a hypoglycemic event detected by a cgm showing ¿low¿ after reconnecting an insulin pump and not announcing a dinner meal consisting of rice and lamb. The event lasted about one hour and the patient treated with candy, orange juice, and simple syrup. Symptoms included feeling drunk and sweaty. Outcomes included no alerts reported from the cgm for low or urgent low, no need for assistance, and no medical intervention or hospitalization. Investigation included agent counseling on verifying cgm readings with a fingerstick, meal announcement practices, and contacting customer care for future troubleshooting. Investigation of this case revealed an unclear cause of hypoglycemia, with contributing factors that included unannounced carbohydrate intake and lack of fingerstick confirmation; no device alarms were reported during the episode. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.